Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.

Event description:
It was reported that after insertion it was noticed that the clamp on the contrast lumen was not attached. The doctor decided not to replace it and the device is still in use. It is unknown if a third-party clamp was added or how the lumen is being managed to prevent blood reflux.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing clamp is confirmed and was determined to be manufacturing related. One photograph of a 5fr triple lumen powerpicc catheter was returned for evaluation. An initial visual observation of the photograph showed an implanted catheter. The extension leg of the red lumen was missing a clamp. The clamp was present on the white and grey extension legs. No obvious damage to the sample was observed in the returned photograph. The investigation was confirmed to be manufacturing related. Photos of the sample were forwarded to the bd manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.